Event description:
The customer reported that the speaker is defective. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The rse spoke to the customer and confirmed the speaker defective issue. The remote service engineer determined that the ((B)(6), ms_x2 assy cbl x2/mp2 speaker assembly) needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. A good faith effort (gfe) was made to obtain further details, but no additional information was obtained as it is unknown if the device was producing sound or was used as a standalone monitor. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.